Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a consumer implanted with a neurostimulator (ins) for non-malignant pain. It was reported that one of patient's wires broke which may have been due to an assault he received about a year ago. The issue was found during a calibration session a manufacturer representative (rep) was attempting to perform. The issue was resolved by the rep programming around the break. No patient symptoms were reported.